Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the procedure due to increased implantable pulse generator (ipg) charge burden and difficulties charging. Subsequently, the ipg was explanted and replaced. Electrocautery was used. The device was disposed by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.